Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended. (B)(4).

Event description:
The customer reported, there is no image on the left monitor. No patient injury was reported.